Event description:
It was reported the incident occurred during an unspecified therapeutic procedure. Although additional event details were requested, no further information could be provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported damage is attributed to improper handling by the user during reprocessing or during use of the device. For example, the damage was likely caused by the device falling. This supplemental report includes information added to b5. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported during the procedure, part of the insulating tip of the sheath tip of hf-electrode, hook long, 5 x 330 mm fell off inside the patient's chest. The tip was not retrieved at that time. After x-ray examination they will evaluate and determine if it is safe to leave in the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation. It was confirmed that the tip part was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.